Manufacturer narrative:
(B)(4).

Event description:
Complaint for initializing screen without manual restart could not be confirmed. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The battery was charged during evaluation. The receiver does not boot up but was re-initializing continuously. The reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.